Manufacturer narrative:
Investigation summary: bd received 2 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for sterility with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sterility. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes, animal blood was contaminated with bacteria, leading to a decrease in the survival rate of the cells. This occurred with four tubes. No adverse impact was reported regarding the patient or user.